Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient complained that their battery was moving in the pocket and causing pain. It was unknown what led to this, but a revision was done and the issue was resolved. No further complications were reported or anticipated.